Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that while using imaging system in surgery, site were unable to see the scout shots on the mobile view station (mvs). Site had taken two scout shots but the mvs monitor remained blank. Rebooted both ends of the imaging system, took two more scout shots with no change. Also tried changing the contrast to see if scans would taken but just dark with no change. Site swapped imaging systems to continue with case. Later took system out of room, rebooted again, and was able to take scout shots. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
(H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, product ID: bi71000230r, product ID: bi71000576. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3,h6): manufacturing representative went to the site to test the system. Replaced starter and booster boards to resolve complaint. Performed system checkout. System was functional and returned for use. B01,c02,d02 codes applicable. (H3,h6): a software analysis was initiated. However, the software evaluation found that it was not a software issue. Complaint data analysis found the event was due to a hardware issue as per complaint data. B01, c19, d14 codes applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m021083c001, serial/lot #: 4.2.1: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000230r, lot/serial #: (B)(6) ; product ID: bi71000576, lot/serial #: (B)(6), h3) sn: (B)(6) ; the generator was returned to the manufacture for analysis. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. No failure was found. Returned date: 2025-mar-11 sn: (B)(6) ; the starter upgrade was returned for analysis. The system initialized. Motion, generator, communication and charging readied. 2d and 3d imaging was successful. No failure was found. Returned date: 2025-mar-19, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.